Event description:
Tip of the elite pass needle broke off during insertion through the cuff. The tip stayed inside of the rotator cuff tissue and could not be retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned device was evaluated by the vendor. The supplier reviewed the returned device to see what could be learned about root cause for the tip breakage. Supplier has reported: the factors within our control that could cause the tip to break off include the part being out of dimension, surface finish of the machining (edm) process, edge condition and raw material issues. The tip broke off at the thinnest cross sectional area and was measured at that point. The large radius and the suture notch features are all in spec so there is no evidence to suggest the part was produced out of dimension. Additionally, the surface finish and edge conditions are consistent with current parts in production. The needle material specifications is right on spec as well. There is significant galling on both sides of the flat needle and much of the oxide layer that provides lubricity is scratched away. The returned device was visually and dimensionally evaluated and found within the specs limits. (B)(4).